Event description:
It was reported that stent damage occurred. The target lesion was located in a "mild/moderately" calcified mid left anterior descending artery. Predilation was performed with an unspecified size emerge mr balloon catheter. Then a 3.00mm x 16mm promus premier¿ stent was advanced to the lesion but encountered mild resistance. After the device crossed the lesion, it was noted that the distal end of the stent was flared. The stent was deployed without difficulty. Another unspecified stent was placed proximal to the 3.00mm x 16mm promus premier¿ stent and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).